Manufacturer narrative:
(B)(4) - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three kinked cannula events on (B)(6) 2024. Event occurred within three hours of insertion. Insertion site was at abdomen for one event and upper left arm for two events. He took correction bolus via the pump, multi daily injections and changed ifs with all events. Highest blood glucose levels were 400 mg/dl during the event. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.